Event description:
(B)(4). My fine motor skills became less adept, chronic and erratic systemic pain episodes (deemed by some doctors to be fibromyalgia), dermatitis/eczema, developed multiple food and other allergies.